Event description:
Initial result for a pt tnt was 0.27. When repeated, the result was <0.001. The incorrect result was not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepancy.